Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a prime. It was found the customer has had 9 motor error alarms in the past 3 months. Customer's blood glucose was 120 mg/dl. Customer also reported taking steroid medications that cause their blood glucose to rise. The customer could not recall any significant events leading to the alarm. Customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.